Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, he noticed a detached haptic after the iol was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol. The surgeon indicated the pt is fine.